Manufacturer narrative:
The event date is unknown. The results/ method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg allegedly reached end of life. As a result, the patient's ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was replaced, and not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.